Event description:
It was reported that while preparing for an unspecified interventional procedure, tip separation occurred. A renegade 105/3.0/2.5/.021/20/straight microcatheter had been selected. During prep, outside the pt, the catheter tip was "separated from the catheter a little bit" and the device could not be used. The procedure was completed with a different device. There were no pt complications reported.

Manufacturer narrative:
(B) (4).